Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The customer alleged that the up, down and ok buttons were under responsive to user presses. The customer also alleged that there was moisture found behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact the user's ability to read the screen safely. This could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: during investigation, the pump was returned with moisture in the battery compartment and visible through the display lens. The pump was unable to power on due to moisture ingress. A leak test failed due to a crack alongside the battery compartment. The pump was opened and there was moisture observed throughout the pump casing including the keypad flex connector. There was no physical damage on the keypad. The keypad was removed and there was no moisture or contamination found. The down arrow button contact was found to be cracked.